Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were reported in association with the event. It was reported through a user facility (uf) report that the patient underwent a heart transplant on (B)(6) 2020. No additional information was provided. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. (B)(6) was not returned for evaluation. The heartmate ii lvas IFU, rev. H and the heartmate ii patient handbook rev. G are currently available. Although no device related issues were reported, this IFU lists all potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 18may2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
User facility medwatch report # (B)(4). The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2020, the patient underwent a heart transplant. No additional information was provided.